Event description:
During follow-up, the device was found in back-up mode. Abbott technical support was contacted and attempts were made to restore the device to normal function but were unsuccessful. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup vvi was confirmed. The backup vvi was caused by data corruption in the device image. Electrical testing revealed an anomalous voltage signal that was found to be oscillating, which caused the data corruption. The oscillation was caused by an anomalous connection of the voltage signal¿s capacitor to the hybrid.